Manufacturer narrative:
The user facility stated that during the procedure the table was articulated to move to trendelenburg position and the patient began to slide off the table. The patient was re-positioned properly onto the table and procedure was completed successfully. The table was removed from service. A steris service technician arrived on-site, inspected the table, and confirmed it to be operating according to specification. The technician identified that the user facility did not properly secure the patient to the table, which resulted in the reported event. The steris operator manual states on page 1-2, "warning - personal injury hazard: healthcare professionals must ensure patients are positioned and monitored to prevent compromising respiration, nerve pathways, or circulation. Unanticipated table movement could cause patient injury. Patient must be secured to the table in accordance with recommended positioning practices." Steris will offer in-service training to the user facility on the proper use and operation of the 3085sp surgical table.

Event description:
The user facility reported a patient began to slide off their 3085 sp surgical table during a patient procedure. No injury, procedure delay, or cancellation occurred.